Manufacturer narrative:
Additional information provided in h.11. Upon receipt of additional information of the initial reported event, it was determined that there were no device specific allegations associated with the event for the surgical procedure pack. Based on current information available this event does not meet reporting criteria as per applicable regulation. No further reports will be scheduled under mfg report number 1644019-2026-00424. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that no water out of the infusion head during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no information about patient impact.